Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A first clip, a mitraclip ntw (60206r1126), was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. A second clip, a mitraclip ntw (60225a1004), was prepared per the IFU and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced. Two clips were then inserted and deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.